Event description:
The patient reportedly experienced no lock between the external equipment and the cochlear implant. On 11/27/06, the pt was seen by a co representative for device evaluation. Testing performed confirmed the device was not functioning. Surgery to explant the pt's device is to be scheduled.